Manufacturer narrative:
The reported events of low pacing lead impedance, failure to sense, failure to capture and lead damage were confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures, but internal shorts were noted at the suture tie location. Visual inspection found damaged inner insulation at the suture tie impression consistent with damage due to over tightened suture tie. The cause of the reported events was isolated to the damaged inner insulation at the suture tie location due to over tightened suture.

Event description:
During an initial implant procedure, a loss of capture, failure to sense and low pacing impedance were observed on the right atrial (ra) lead when it was connected to the device. It was suspected the lead may have been damaged by the physician when sewing it on. The ra lead was explanted and replaced to resolve the event. The patient was stable.